Event description:
Major pump unit(s) involved: device thrombosisadditional text: emboli/pump thrombusspecific component(s) involved: pump drive unit malfunctionadditional text: inner pumpother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : lvad exchangeimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.